Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four photos and one 5.5mm short secondary port opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Both the anchoring port and spiked trocar were received. Microscopic inspection of the port revealed damage to the envelope seal with a piece disengaged; the disengaged piece was received with the instrument. The circular seal was damaged. Four photos were received depicting the disengaged seal. Functionally, the trocar was inserted into the port with no binding or difficulty. The instrument was applied to test media; the knife blade cut cleanly and completely through the media, allowing the cannula to pass through. In addition, the anchors deployed when the actuator knob was actuated. Further functional testing could not be performed due to the damage. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, while in use a piece of plastic fell into the area being worked on. We were unable to identify if this piece of plastic has broken off of the instrument or if the piece of plastic simply was stuck to or inside of the trocar.